Manufacturer narrative:
Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test however, the pump alarmed hardware low level failure alarm during the self test and hardware low level failure alarm is found in the downloaded history file due to broken trace at pin 6 (sda) u1 on the keypad assembly. No unexpected insulin flow blocked alarms noted during testing. Scratched case, pillowing keypad overlay, cracked keypad overlay, and stained keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had insulin flow blocked alarms during priming. The customer stated that insulin exit with plunger push. Customer was asked to and was rewind pump, reinsert reservoir and run load reservoir or fill tubing but insulin flow blocked alarmed. No harm requiring medical intervention was reported. The device was returned for analysis.